Manufacturer narrative:
The plate remains in the pt. The concomitant device screw was removed but was lost by the customer. As reported by the customer, revision surgery found the plates tri-lobe cam-loc appeared to have its flat side incorrectly oriented toward the screw which allowed the screw to back out. Review of the device history record could not be performed as the device lot codes are unk. Examination of provided x-ray images confirmed the screw had backed out but no definitive conclusions could be made. The process of screw fixation is technique sensitive and care must be taken to ensure that the plate's cam is properly rotated to lock the screw in place. At this time, the complaint is considered to be closed.

Event description:
Contact reports revision surgery was performed due to screw backout. Reports the uniplate two level plate's cam-loc mechanism was not properly engaged to secure the screw, resulting in the reported event. The plate remains in the pt and the concomitant device screw was lost by the customer.